Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in new zealand. Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 00430204046(62372359). The reported event is confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total shoulder arthroplasty exhibits glenoid retroversion, posterior subluxation of the humeral head component, and loosening of the glenoid component. Risk factors for loosening of the glenoid component in this case include posterior subluxation of the humeral head causing asymmetric stress on the glenoid component and generalized reduced bone mineral density. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had primary total shoulder arthroplasty. Subsequently, the patient was revised due to pain and discomfort approximately 7 years post-implantation due to aseptic loosening of glenoid component. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.